Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. Additionally, the f1 fuse was open. The cause for the open fuse was excessive current. The root cause of the loose busbar cannot be positively identified. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.